Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site and the entire system was explanted, however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.

Event description:
Additional information was obtained indicating the infection had resolved following treatment with oral antibiotics.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient experienced redness and swelling at the ipg site determined to be an infection. Surgical intervention was undertaken wherein the system was removed. Patient is being treated via oral antibiotics.